Event description:
It was reported that the left ventricular (lv) lead has low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2006, 6947 implantable tachy lead, (b)(60 2009. (B)(4).